Event description:
As reported by the field, during the procedure, an EU ent4.5mmd 14mml wno dstl tp intracranial stent became impeded in middle section of a prowler select plus 150/5cm microcatheter (mc) and could not advance any more. The physician removed the microcatheter and stent from patient and changed to a new microcatheter, then delivered the stent again, but the stent was still impeded in the second microcatheter and could not pass through the mc. The doctor retracted the stent and switched to a new one to complete the surgery with the second microcatheter. The procedure was prolonged about 30 minutes. Additional information received on 08-dec-2023 indicated that they were no able to torque the device. There was no evidence of physical material within the device. Other devices were successfully used with the concomitant device prior to the encountered resistance. The mc did not kinked/bent. Treatment was to 2.6mm an aneurysm at the middle cerebral artery. The procedural delay was not clinically significant.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4. Lot: the lot number was not reported. Section e1. Initial reporter phone: (B)(6). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00952.

Manufacturer narrative:
Product complaint # ==> (B)(4) updated sections on this medwatch: b4, g3, g6, h2, h6 and h10. Complaint conclusion: as reported by the field, during the procedure, an EU ent4.5mmd 14mml wno dstl tp intracranial stent became impeded in middle section of a prowler select plus 150/5cm microcatheter (mc) and could not advance any more. The physician removed the microcatheter and stent from patient and changed to a new microcatheter, then delivered the stent again, but the stent was still impeded in the second microcatheter and could not pass through the mc. The doctor retracted the stent and switched to a new one to complete the surgery with the second microcatheter. The procedure was prolonged about 30 minutes. Additional information received on 08-dec-2023 indicated that they were no able to torque the device. There was no evidence of physical material within the device. Other devices were successfully used with the concomitant device prior to the encountered resistance. The mc did not kinked/bent. Treatment was to 2.6mm an aneurysm at the middle cerebral artery. The procedural delay was not clinically significant. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) caution that if unusual friction is still noticed during advancement or retraction of the coil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire catheter system and examine for damage. Replace it with a new system. If friction still exists, withdraw and examine the delivery catheter system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.